Manufacturer narrative:
On 8/6/97, the MFR sales rep, who was present at the device catheter revision on 7/22/97, reported that the neurosurgeon had placed a new catheter in the lumber area and connected it to the existing device. The existing catheter (which was previously implanted in the cervical region - see below), was not removed, but simply disconnected from the device, ligated and left in place. The device will remain implanted for continued use in the pt's therapy regimen. Since the catheter/device will remain implanted, the MFR investigation of this event was limited to a trend analysis and review of the device history record for this part/serial number. A trend analysis was performed on similar reports involving this part number and a trend was not identified. In addition, a review of the device history record was performed on this part/serial number and no mfg variances were note in relation to this event. Based on the available info and due to the unavailability of the device/catheter for analysis, no conclusion could be drawn as to the cause of this event. The results of the MFR's investigation are inconclusive. No further details are available. The MFR is now closing its file on this event. 11. Corrected data - the initial medwatch report filed for this event incorrectly reported that the device had been implanted for intrathecal infusion of morphine. The device catheter had been placed in the cervical region (thoracic area).

Event description:
The device was implanted on 05/06/1996 for intrathecal infusion of morphine. On 07/03/97, the physician contacted the MFR sales rep and reported that he has a pt who was implanted in florida. The physician was recently asked to manage this pt's device. The physician explained that he has concerns that the device catheter is "kinked" or partially occluded. The device refill indicated that only a "few cc's are being infused over the refill cycle." The physician faxed the MFR rep a copy of the operative report for the implant procedure. The MFR sales rep requested that the MFR's clinical svcs follow up with the physician.